Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound and mammography. Healthcare professional later reported "most likely represents benign pathology such as a fibroadenoma or complicated cyst." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, h11. Patient lives in australia, where the event occurred/was diagnosed. Patient was implanted in brazil and will be travelling to brazil for explant surgery.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound and mammography. Later healthcare professional reported "most likely represents benign pathology such as a fibroadenoma or complicated cyst." Later healthcare professional reported "there was no rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst, lump/nodule.

Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound and mammography. Healthcare professional later reported "most likely represents benign pathology such as a fibroadenoma or complicated cyst." Device remains implanted.